Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was fractured during an emergency at work when the user, a nurse, likely bumped the device against hospital equipment, resulting in a nonfunctional screen and trouble using the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related failure of the touchscreen consistent with a fracture of the device display. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. A replacement device was arranged and the user was advised on setup and data syncing options.